Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an inaccurate insulin gauge reading. The next day, after performing multiple fill tubing primes, the customer reported that the insulin gauge reading was corrected. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the event. The customer's blood glucose level was 154 mg/dl.